Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the ipg was flipping in the pocket and causing discomfort. As such, surgical intervention occurred where the ipg was repositioned on (B)(6) 2025 to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that surgical intervention may take place to revise the ipg for an unknown reason.